Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to tissue atrophy. The entire aus was removed and replaced with a new one. No further complications reported in relation to this complaint. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.